Manufacturer narrative:
The ge representative conducted an on site investigation. The problem could not be duplicated. The system operates as intended.

Event description:
The customer reported that the screen on the stenoscop system would intermittently go black. No patient injury was reported.